Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained an unknown brand of morphine at an unknown concentration and dose. It was reported the patient thought he was hearing the pump alarm. The patient alleged the pump was alarming or beeping. The patient stated he thought he was currently hearing the two tone pump alarm. The patient stated he thought he had also heard the single tone alarm. The sounds were consistent with pump alarms. The patient stated the single tone alarm would go off for about 3-5 seconds and then would go off again in about 15 minutes. The patient stated he heard that two times and had not heard it since. The patient described the two tone alarm as a two tone/three tone alarm that went off about every 20-35 minutes, but he was not sure how often. The patient would document the time he heard the pump and would bring that with to the health care provider (hcp). The patient did not have first and last name of the managing physician and would call back with managing physician information. The patient stated he called the hcp, and they told him his pump could not be alarming because he was not due for his refill until (B)(6) 2017. The change in therapy/symptoms was considered sudden. The patient was experiencing a return of pain which had been getting gradually worse to the point where he could barely walk. The patient stated the pump was implanted for sciatica nerve pain which the pump had been covering the pain since implant, and now he had a return of sciatic nerve pain. The patient stated ¿since he started hearing the critical alarm¿ the return of pain occurred. Additional information received from the hcp on (B)(6) 2017 reported an alarm was heard/confirmed by telemetry. A critical alarm was occurring. The physician reported the pump was alarming for 3 weeks. The reservoir volume was blank, and the refill date displayed was today ((B)(6) 2017). The physician reported the refill date of (B)(6) 2017 was confusing as the pump was empty (B)(6) 2017. Pump logs were checked. Low reservoir alarm had expectedly occurred on (B)(6) 2016; empty reservoir occurred on (B)(6) 2017. The hcp reported the patient did not want the pump refilled and wanted the pump removed. Reported symptoms included withdrawal and weight loss. The hcp would review with the patient the options of filling with saline, minimum rate, or pump off with password including signed consent.